Event description:
Clinical study. Same case as MFR report #: 2134265-2009-02592. It was reported that following a percutaneous carotid artery intervention stenting treatment procedure, the pt returned with in-stent restenosis. The index procedure treated the 80% stenosed 5x15mm target lesion located in the ostium right common carotid artery. Treatment utilized a bsc filterwire ez and the placement of a 4-9x30mm nexstent. A second 4-9x30mm nexstent was placed to treat a vessel dissection that occurred during the index procedure. It was noted that the event was possibly related to the study procedure but unrelated to the nexstent and filterwire ez. Following post dilation with an unspecified device the residual stenosis was 10%. One day post procedure the pt was discharged with a hospital stroke value of 0. The pt returned 363 days following the index procedure for a scheduled 12 month f/u ultrasound and a less than 59% restenosis was noted. The pt was then seen for a 12 month f/u visit on day 378 and was asymptomatic with an hospital stroke scale of 0. No further action was taken at this time. Per the physician, the relation of the study device to the event was listed as "possible".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.